Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular premature complexes (vpcs) indicate that vpc are ectopic impulses originating from an area distal to the his purkinje system. Vpcs are the most common ventricular arrhythmia and the prognosis depends on the frequency and characteristics of vpcs and on the type and severity of associated structural heart disease. Three common mechanisms exist for vpcs, automaticity, reentry, and triggered activity. The available literature addressing vpcs indicate that there several possible etiologies. Cardiac causes of vpcs include: acute mi, valvular heart disease (especially mitral prolapse), cardiomyopathy, myocardial stretch, cardiac contusion, bradycardia and tachycardia (high-cathecolamine state). Non-cardiac causes of vpcs include among other: electrolyte disturbances (hypokalemia, hypomagnesemia, or hypercalcemia), medications (eg, digoxin, tricyclic antidepressants, aminophylline, amitriptyline, pseudoephedrine, fluoxetine), anesthetics, surgery, infection and stress. This patient population is typically elderly, may be non-operative or high risk, and have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. The device is not available for evaluation, as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the vpcs three months after the tavr procedure cannot be determined, but it may have been related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. References: tohoku, shota, kenichi hiroshima, shoichi kuramitsu, michio nagashima, masato fukunaga, yoshimori an, and kenji ando. "Radiofrequency ablation of ventricular premature contraction originating from a native coronary cusp after transcatheter aortic valve replacement." Journal of arrhythmia 33, no. 6 (2017): 630-632. Dave, jatin, r. Lakhia, and s. H. Jha. "Ventricular premature complexes." Published online at http://emedicine. Medscape. Com/article/158939-overview.

Event description:
A case report was published in the japanese medical article ¿radiofrequency ablation of ventricular premature contraction originating from a native coronary cusp after transcatheter aortic valve replacement¿. According to the authors, three months post tavr the patient was presented with worsening palpitations. Monomorphic ventricular premature contraction (vpc) occurred in 26.4% of the total beats on a 24-h holter electrocardiogram. Despite being prescribed 5 mg bisoprolol once daily, the frequency of vpc increased to 40.4% one month later. Because the patient presented with decompensated heart failure at the time, he was admitted for catheter ablation (ca) for vpc. An electrocardiogram done indicated vpc originating from the left ventricular outflow tract (lvot). The vpc origin was the native aortic valve annulus between the left and right coronary cusps. Computed tomography (CT) did not show any signs of tavr-related complications. Radiofrequency ablation was successfully performed by manipulating the ablation catheter from the gap between the sinotubular junction and implanted valve. To avoid noise interference due to contact with the stent frames, the ablation catheter was guided to this site through the gap between the sinotubular junction (stj) and the thv with echo and fluoroscopic guidance. A single application of irrigated radiofrequency ablation (35w, 50s) at this site eliminated the vpc. Three months later, thresholder electrocardiogram showed that the frequency of vpc had significantly decreased to 0.001%.